Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open retroperitoneal tumor resection, the jaws did not open in clamping the target tissue in about five hours. After that, half of the upper jaw was broken off when it was opened. The broken jaw was retrieved from the patient with a forceps. No pieces were left inside the patient. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.